Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a balloon breakage occurred. The target lesion was a non-tortuous circumflex artery (cx). The physician attempted to place a 3.00 x 8 mm taxus express2 drug eluting stent, but was unable to cross the lesion. After the stent was withdrawn the scrub nurse noticed blood in the shaft and upon further inspection saw the distal balloon had a break in it. No pt complications were reported. The physician then predilated the lesion and the procedure was successfully completed with an unknown stent. The pt's status is reported as "satisfactory/good". Additional information has been requested.